Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's machine flow sensor needs to be replaced to address the issue. There was evidence of contamination. In addition of the above evaluation, the device¿s system pca, blower assembly, blower bellows, blower mount, blower chassis plate, blower cap, main housing, front panel, inlet side, outlet side, dual limb cup, tubing-fi02, tubing- system pca, tubing-blower chassis, tubing- low flow 02, cooling fans, cooling fan retainers, and muffler assembly will need to be replaced due to contamination. Internal battery door will need replaced due to physical damage. Usb cover will need to be replaced due to missing, , which was not related to the malfunction/issue.